Event description:
It was reported that the patient's implantable cardioverter defibrillator alerted for low out-of-range shock impedance. The shock impedance dropped to 7 ohms and then rose back to 70 ohms. The occurrence was isolated and the patient wasn't undergoing any procedures at the time or performing any particular task. All other lead measurements were normal. The right ventricular lead remains in service and no adverse patient effects were reported.